Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The distal clevis hub did not exhibit any wear. It was also noted that the same cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and the cable was exposed, resulting in non-intuitive yaw motion, and would explain why the grips didn't open and close properly. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during the reprocessing of a da vinci mega suturecut needle driver instrument, frayed wires were identified at the tip of the instrument. The customer also noted that the tips don't meet. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.